Event description:
It was reported that the device delivered inappropriate atp and shocks for atrial fibrillation. The high lead impedance value during the shock activated the patient notifier. Review of the egms revealed high impedance. It was reported that the patient had not been seen since initial implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the high voltage lead impedance was high. It is believed that the root cause was an open connection at the hybrid sub-assembly.